Event description:
It was reported that intermittent occlusion alarms occurred. The customer had a blood glucose level over 500 mg/dl. The customer attempted to self treat with a bolus via the pump, however, went to the emergency room and was subsequently admitted to the intensive care unit. The customer was treated intravenously with fluids of saline and insulin. The customer was released (B)(6) 2023. The customer reported using trusteel infusion set for longer than the recommended 48 hour period and reusing insulin. Tandem technical support educated the customer that using infusion sets longer than the recommended period and reusing insulin is considered off label per the tandem user guide. The customer reverted to manual dose injection for insulin therapy.

Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.